Manufacturer narrative:
The suspect parts and selector switch were returned to the manufacturer for evaluation. The reported problem could not be reproduced. The cause of the reported event can not be determined.

Event description:
During neonatal ventilation the customer reported that the ventilator stopped ventilation without warning. The incident was noticed only due to the falling oxygen saturation of the baby. It was then noted that there was 0 inspiratory/expiratory tidal volumes and no breath cycle. The ventilator was removed and the baby resuscitated. Upon interrogation of the staff they admitted seeing the red technical alarm led lit when the fault occurred.